Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's generator was explanted due to an infection within 3 months of generator implant. Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device. The manufacturer's device history records for the generator were reviewed. Sterility prior to release for distribution was verified. No further relevant information has been received to date.